Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Based on the quality investigation the lever assembly had come loose from the motor housing, as a result the handswitch can be realigned into a position that allows the pin to engage and open the needle valve when the switch is in safe mode. Add'l preventative maintenance was performed and handpiece was returned to the customer.

Event description:
During testing, prior to a procedure, it was reported that the handpiece continued to run in safe mode. Back-up equipment was used to complete the procedure. This event did not occur during a surgical procedure, so there was no pt involvement.